Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a competitive device upgrade procedure this right atrial (ra) lead was damaged while inserting an introducer next to the lead. X-ray imaging revealed that the lead appears to be fractured. Due to atrial fibrillation (af) capture was unable to be assessed however all other lead measurements appeared normal upon interrogation. No adverse patient effects were reported. The patient is not dependent on atrial therapy. The associated device was reprogrammed to vvi 60 and the patient will be monitored. As of today the lead remains in service.